Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture after a motor vehicle accident. The issue was confirmed via MRI. On (B)(6) 2022, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade IV on the left, and baker grade iii on the right in addition to left rupture. The patient underwent bilateral explantation and replacement surgery with silicone moderate plus 375-400cc devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and crushing injury. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that lot number 6492436 expired on (B)(6) 2016, and since patient was implanted on (B)(6) 2016, device had expired. Hence, device problem code off-label use for expired product has been added to field h6. It was mistakenly missed in the previous initial submission. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) off-label code.